Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had communication issue. A field service engineer (fse) contacted the customer and guided them to verify the network cable connection at the back of the station to ensure it was plugged into the correct port, which they confirmed was correct. Upon further inquiry, the customer reported that there had been recent movement of the machine, likely by housekeeping, as it had been moved across the room. Fse then instructed the customer to trace the network cable to the wall outlet, unplug it, and reconnect it to an alternate network port. After performing this step, the station successfully came back online. The customer confirmed that a nursing staff member was able to log in and retrieve medications without any issues. All functions tested successfully. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was moved by someone and subsequently was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.